Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
The customer reported to olympus, the uhi high flow insufflation unit displayed an error code (backup data abnormal). The issue was found during preventive maintenance. There were no reports of patient harm.

Manufacturer narrative:
This report is being supplemented to provide device evaluation results and to provide additional information based on the legal manufacturer's final investigation. Updated fields: h3, h6, h10 during inspection and testing, the reported issue (e05-backup data abnormal) was confirmed. A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 7 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the reported event could not be determined. Olympus will continue to monitor field performance for this device.